Event description:
Additional information was received from the pt. Pt reports the cause of the stimulation turning off/stimulator stopped working/pain was that the manufacturer representative (rep) determined the battery was 8+ years old and reaching the end of its life. Pt reports a new stimulator battery was implanted in their back. The pt's pain has been resolved and they are meeting with the rep to get instructions for caring for the new stimulator battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had their implantable neurostimulator (ins) replaced on (B)(6) 2026 and the old one was discarded. They reported their new stimulator is now working well and the incision is in the process of healing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their sti mulator seemed to have stopped working and the issue began this morning. Patient stated they got up this morning and had pain in their back and it felt like their stimulation had stopped or gone off. During the call patient confirmed they saw the lightning bolt symbol and was on group b. Patient increased stimulation from 1.5 to 2 to 3.50 but patient still didn't feel any stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating that they met with their healthcare provider (hcp) and were redirected to a specialist. They had an appointment, and it is thought that the eight year old battery needs to be replaced. The patient notes that this issue is not resolved, and that their upcoming appointment should determine the necessary steps needed to resolve the issue.